Event description:
It was reported difficulty was encountered removing this balloon catheter through the introducer sheath during an arteriovenous graft declot procedure and exertion against resistance resulted in the balloon material detaching and remaining in the introducer sheath. The introducer sheath and detached balloon material were removed from the patient successfully as a unit. Another balloon catheter was used to successfully complete the procedure. The patient's condition is good. This device was received, evaluated and retained by this MFR. The engineer's evaluation indicated this device was received in two pieces. The first segment, which was returned inside of the introducer sheath, consisted of the detached balloon and a portion of the catheter shaft and measured 63 millimeters. No damage was noted to the balloon material and all balloon material was present with both balloon bonds attached. The proximal catheter segment measured 826 millimeters and the cahteter shaft was elongated. A lot search was performed and revealed no other complaints to date for this lot number. This balloon was used in a non-indicated procedure, declotting an arteriovenous fistula graft. The co's follow up revealed resistance was encountered removing this balloon catheter through the introducer sheath and exertion against resistance resulted in the balloon material detaching and remaining in the introducer sheath. The co believes these factors may have contributed to this event. However, co is unable to determine the exact cause for this event. The co's directions for use state: "ultra-thin balloon dilation catheters are recommended for percutaneous transluminal angioplasty of the iliac, ilio-femoral, popliteal, renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae...any use for procedures other than those indicated in these instructions is not recommened".